Manufacturer narrative:
The reported problem was resolved after troubleshooting with the assistance of olympus technical support via the phone. After initial troubleshooting, follow up communication with the initial reporter was completed and the reporter indicated that they determined the reported problem was isolated to 2 olympus scopes and the cause of the problem was likely the 2 suspect scopes. The reporter indicated that the suspect scopes were sent to a non-olympus vendor for evaluation/repair. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was obtained when connecting an olympus, model tjf-q180v scope to the olympus, model cv-190 evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was cancelled. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The subject device manufacture date was not identified as the serial number was unknown. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon was due to a faulty scope and the cv-190 was found to be operational. The concerned device has not been returned from the facility and the reported phenomenon was not reproduced. Additional findings: the lamp life indicator on the related clv-190 was found to be at 500 hours. It was recommended to change the lamp for the latter. Olympus will continue to monitor field performance for this device.